Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The report describes a case of rash ("rash in thigh creases") and alopecia ("worsening hair loss"). The subject's past medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included gerd and endometrial ablation (batch number: 18d23ra) since (B)(6) 2018. Concomitant products included salbutamol (albuterol) since 2013 for asthma, sertraline (zoloft) since 2018 for depression, famotidine (pepcid) since 2018 for gerd and cetirizine hydrochloride (zyrtec) since 2013 and fluticasone propionate (flonase) since 2017 for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject experienced rash (seriousness criterion intervention required) and alopecia. The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the rash and alopecia outcome was unknown. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. The reporter commented: that aging process was the possible cause of worsening hair loss. Potential allergy/hypersensitivity to essure inserts was unlikely, but not impossible. No additional factors that could possibly contribute to subject's worsening of hair loss were identified. Subject would have an appointment a week after this report for follow-up. Investigator reported that the primary reason for device removal was adverse event (rash in thigh crease and worsening hair loss ) and subject request. The procedure was performed under general anesthesia. The surgery result in permanent sterilization. No imaging procedure was performed to localize the inserts prior to removal. Complete removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on (B)(6) 2018: 6 % (elevated) most recent follow-up information incorporated above includes: on 18-oct-2018: ae form: worsening hair loss. Reporter's causality comment updated. On 19-oct-2018: ae form: rash in thigh crease. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of rash ('rash in thigh creases') and alopecia ('hair loss'). The subject's medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included endometrial ablation (batch number: 18d23ra) since (B)(6) 2018 and gerd. Concomitant products included salbutamol (albuterol) since 2013 for asthma, sertraline hydrochloride (zoloft) since 2018 for depression, famotidine since 2018 for gerd and cetirizine hydrochloride since 2013 and corticosteroid nos since 2017 for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject experienced rash and alopecia. On (B)(6) 2018, the alopecia had resolved. On (B)(6) 2018, the rash had resolved. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. The reporter commented: investigator reported that the primary reason for device removal (laparoscopic bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018) was subject request. The procedure was performed under general anesthesia. The surgery result in permanent sterilization. No imaging procedure was performed to localize the inserts prior to removal. Complete removal of inserts. That aging process was the possible cause of hair loss. Potential allergy/hypersensitivity to essure inserts was unlikely. No additional factors that could possibly contribute to subject's worsening of hair loss were identified. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on (B)(6) 2018: 6 %. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: upon internal review, event 'rash in thigh creases' was considered unrelated to the device in agreement with investigator, thus case was considered other event. Stop date of event hair loss was updated to (B)(6) 2018.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He0139c) inserted. This case describes the occurrence of rash ("rash in thigh creases") and alopecia ("worsening hair loss"). The subject's medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included gerd and endometrial ablation (batch number: 18d23ra) since (B)(6) 2018. Concomitant products included salbutamol (albuterol) since 2013 for asthma, sertraline hydrochloride (zoloft) since 2018 for depression, famotidine since 2018 for gerd and cetirizine hydrochloride since 2013 and fluticasone propionate (flonase) since 2017 for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject experienced rash (seriousness criterion intervention required) and alopecia. The subject was treated with surgery (laparoscbilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018 and laparoscopic bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the rash and alopecia had resolved. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. The reporter commented: that aging process was the possible cause of worsening hair loss. Potential allergy/hypersensitivity to essure inserts was unlikely, but not impossible. No additional factors that could possibly contribute to subject's worsening of hair loss were identified. Investigator reported that the primary reason for device removal was adverse event (rash in thigh crease and worsening hair loss ) and subject request. The procedure was performed under general anesthesia. The surgery result in permanent sterilization. No imaging procedure was performed to localize the inserts prior to removal. Complete removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on (B)(6) 2018: 6 %. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: the subject recovered from rash in thigh creases and worsening hair loss on the day after essure removal. On 16-jan-2019: follow-up processed together with information received on 16-jan-2019. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140440034) had fallopian tube occlusion insert (batch no. He0139c) inserted. The report describes a case of rash ("rash in thigh creases") and alopecia ("worsening hair loss"). The subject's past medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included gerd and endometrial ablation (batch number: 18d23ra) since (B)(6) 2018. Concomitant products included salbutamol (albuterol) since 2013 for asthma, sertraline (zoloft) since 2018 for depression, famotidine (pepcid) since 2018 for gerd and cetirizine hydrochloride (zyrtec) since 2013 and fluticasone propionate (flonase) since 2017 for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject experienced rash (seriousness criterion intervention required) and alopecia. The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6)-2018. At the time of the report, the rash and alopecia outcome was unknown. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. The reporter commented: that aging process was the possible cause of worsening hair loss. Potential allergy/hypersensitivity to essure inserts was unlikely, but not impossible. No additional factors that could possibly contribute to subject's worsening of hair loss were identified. Subject would have an appointment a week after this report for follow-up. Investigator reported that the primary reason for device removal was adverse event (rash in thigh crease and worsening hair loss) and subject request. The procedure was performed under general anesthesia. The surgery result in permanent sterilization. No imaging procedure was performed to localize the inserts prior to removal. Complete removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on (B)(6) 2018: 6 % (elevated) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He0139c) inserted. The report describes a case of rash ("rash in thigh creases") and alopecia ("worsening hair loss"). The subject's past medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included gerd and endometrial ablation (batch number: 18d23ra) since 18-jul-2018. Concomitant products included salbutamol (albuterol) since 2013 for asthma, sertraline (zoloft) since 2018 for depression, famotidine (pepcid) since 2018 for gerd and cetirizine hydrochloride (zyrtec) since 2013 and fluticasone propionate (flonase) since 2017 for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In may 2018, the subject experienced rash (seriousness criterion intervention required) and alopecia. The subject was treated with surgery (bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018. Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the rash and alopecia outcome was unknown. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. The reporter commented: that aging process was the possible cause of worsening hair loss. Potential allergy/hypersensitivity to essure inserts was unlikely, but not impossible. No additional factors that could possibly contribute to subject's worsening of hair loss were identified. Subject would have an appointment a week after this report for follow-up. Investigator reported that the primary reason for device removal was adverse event (headaches, blurry vision, dry eyes, hair loss, vision changes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on 17-sep-2018: 6 % (elevated). Most recent follow-up information incorporated above includes: on 9-oct-2018: reporter causality comment updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The report describes a case of rash ("rash in thigh creases") and alopecia ("worsening hair loss"). The subject's past medical history included allergic rhinitis, asthma, chickenpox, depression, herpes zoster, migraine, c-section, sinus operation, tonsillectomy, ex-smoker and goiter. Concurrent conditions included gerd and hysterectomy (batch number: 18d23ra) since (B)(6) 2018. Concomitant products included salbutamol (albuterol) for asthma, sertraline (zoloft) for depression, famotidine (pepcid) for gerd and cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase) for multiple allergies. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject experienced rash (seriousness criterion intervention required) and alopecia. The subject was treated with surgery (bilateral salpingectomy with removal of bilateral essure inserts on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the rash and alopecia outcome was unknown. The investigator considered alopecia and rash to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Eosinophil count (1 - 3 %) - on (B)(6) 2018: 6 % (elevated) . Most recent follow-up information incorporated above includes: on 19-sep-2018: batch number provided, patient information, concomitant drugs, medical history, lab data provided. On (B)(6) 2018: event "rash in thigh creases" was added. On (B)(6) 2018: crf pages received for event "worsening of hair loss", event downgraded to non-serious. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.